Event description:
It was reported the patient¿s stimulator had not been working for quite some time. It was noted the stimulator had not worked for about year, but it never properly relieved the patient¿s pain. It was reported it was unknown if the patient ever felt stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had just let their device go. They had to be reminded to charge their device. The battery went dead because the patient didn't charge it. The patient never went back to their doctor for programming because the drive was too long. The patient's trial was terrific and they had complete pain relief. The implanted device wasn't as effective but they never had it reprogrammed. The patient had an appointment on (B)(6). The patient had not seen their managing physician in a while. It was further reported that the patient's recharger did not talk to the stimulator in the patient's body. The patient's stimulation hadn't been used because it didn't work right. It had been approximately a year since the patient last recharged. The patient had been falling down for at least 2 years. Long car rides to the doctor caused the patient immense pain and the whole next day the patient was down. The pain had been going on forever and was getting worse and worse. The patient had a loss of therapeutic effect. When the patient had someone come to check their stimulator they felt stimulation in their stomach. It was noted that the device may not be put in correctly or it slipped, it's not in the patient's back. The patient had an eeg on the morning of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).